Manufacturer narrative:
Additional information: d9, g3, h6 complain is not confirmed. No related problem found. One unpacked abs-10060 seral (B)(6) was received for evaluation. Visual inspection found regular signs of wear and tear. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Sixty ml of human whole blood (13% acd-a) was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 24 ml platelet-poor plasma (ppp), 32 ml rbc, and 5 ml prp. The prp volume within the syringe was recorded as 4.8 ml. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). Upon powering the unit, the console alarmed a ¿light sensor calibration error.¿ the error was not resolved by removing the disposable and reloading. The error was cleared by power cycling the console. The console was run, and no functional errors were reported. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The reported incidence could not be repeated. No burning odor was observed. The most likely cause for the ¿light sensor calibration error.¿ is a user wear and tear as the error was cleared by power cycling the console.

Event description:
On 3/11/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge was making a squeaking noise and had a burning smell when it was running. This was discovered during a procedure which was completed with the same machine. The patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.